Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. The atrial lead exhibited loss of capture. X-ray revealed lead dislodgement. No intervention or was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2015.